Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates that the dso (downstream occlusion) seal is delaminated. The complaint was confirmed during visual inspection test due to the dso seal being degraded. Additionally, the lens was cracked. The motor test failed because the motor exceeded six million revolutions. The dso seal, the motor and the lens were replaced with new ones. The device software was updated. The performance verification test was performed. All tests passed within specifications. Probable cause: degraded dso seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.